Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal pacemaker replacement procedure the physician intended to replace the right ventricular (rv) lead due to out of range impedance measurements and loss of capture, however inadvertantly capped the right atrial (ra) lead and implanted a new rv lead. The pocket was closed and the system was tested. Out of range impedance measurements and loss of capture were now being observed on the ra channel. It was determined that the original rv lead was connected to the atrial port and the ra lead was capped. The pocket was reopened during the same procedure and the leads were connected to the right ports without any further issues. No additional adverse patient effects were experienced.